Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade. Device interrogation revealed, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2019. There were no consequences pre or post procedure and the patient was doing fine.